Manufacturer narrative:
(B)(4). G2: australia d2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. D10: additional associated products ------------------------------------------------ (B)(6) persona tib por 2 peg sz d r lot# unk unk persona cr standard femoral implant, sz 8 lot# unk. The delay in reporting is being addressed via CAPA.

Event description:
During my mobility anonymized data query, it was noted an initial total knee arthroplasty of unknown laterality was completed on an unknown date. Subsequently, the patient experienced pain greater than 6 months, with no interventions known.